Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 alarm (fail safe shut down) occurred on the homechoice (hc) machine during dwell 4 of 4. The home patient (hp) was still connected, the supply bag was empty, and there was solution in the heater bag only. The baxter technical service representative (tsr) asked the hp if any bags came undone and per the hp, they had not. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on to the se 2367. The hp turned the hc off and on and the hc was back to press go to start. The hp would finish the therapy session with a manual bag. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.